Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 0.8 and >7.5. Therapeutic range: 2.0 - 3.0. The time between testing was five minutes. Reportedly, the patient is (B)(6) years old and the patient's finger touched the sample well. There was no reported adverse patient sequela. There was no additional information provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.